Manufacturer narrative:
The account provided a picture of the broken composite sling bar hook. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction guide for universal sling bars (7en160185 rev. 4), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! As no serial number was provided for this lift, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this lift was unable to be completed. It is unknown if the facility performs preventative maintenance on their lifts. Hillrom technical support provided the account the proper part number to order to replace the sling bar. The account will order the sling bar and repair the lift. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the sling bar hook broke off one end of the sling bar. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).